Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient stated they received a shock. When attempting to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD) two days post implant the field representative had trouble interrogating it with two different programmers. Magnet application did produce tones as appropriate. At least two magnet reset attempts were performed. The first attempt saw the device serial number but did not retrieve the patient name. Multiple attempts were performed to communicate with the device using the programmer without success. The patient was moved to a different room where two additional magnet resets were attempted without success. It was then noted that the patient has experienced difficulty interrogating the s-ICD with the remote home monitor. Further troubleshooting determined the interrogation was successful after using an ice pack at the device site. It was also observed that there were no shocks upon the successful interrogation, and that the patient may have experienced a phantom shock while sleeping. A couple weeks later the patient presented to the emergency room with low blood pressure. When attempting to interrogate the s-ICD there was once again difficulty. The field representative applied an ice pack again for about 10 minutes and was able to successfully interrogate the s-ICD. There were no stored episodes and s-ecgs were clean. One month later the patient continued to have telemetry issues when using the remote home monitor to interrogate the s-ICD and they planned to bring the patient in for in clinic interrogation. Review of the data stored in the remote home monitoring system found that there had been two remote interrogation attempts with both being incomplete and little to no environment radio frequency interference at the time. Four additional attempts to have the patient perform remote home monitor interrogations were unsuccessful. It was determined that the s-ICD telemetry is marginal, and device replacement was recommended due to intermittent and persistent telemetry issues. The patient was implanted with an optimizer device about one month later. The field representative noted that after multiple attempts to interrogate the s-ICD it was successful. The patient was offered a new device, but chose to keep the current s-ICD implanted. Tt was noted that if the intermittent telemetry becomes a larger issue, they would reconsider device replacement. At this time the s-ICD remains in service and no adverse patient effects were reported.